Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was identified that the user was not aware or had forgotten his basal programming. Customer was high up to 550 mg/dl. Customer alleged possible under delivery because started since they got the replacement pump. The insulin pump performed self test, displacement test and it passed. The device will not be returned.